Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported when placing a PICC line yesterday I had the echogenic needle within the kit malfunction. While removing the needle from the skin there is a safety mechanism that is normally able to be activated as you withdraw the needle from the skin so that you are never exposed to a contaminated sharp. As I was withdrawing the needle over the guidewire post placement, I attempted to activate the safety mechanism and it detached completely from the end of the contaminated needle. I was able to place the contaminated sharp under the kit in my sterile field until the procedure was completed and then place it safely in a sharps container. No patient or clinician harm reported.